Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported that a handpiece presented with no ultrasound during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on june 26, 2014. Based on qa assessment, the product met specifications at the time of release. The returned handpiece was visually inspected and was found to be conforming. However, upon further inspection the handpiece was received for evaluation. A visual assessment of the returned sample, revealed beginning stages of degradation at the strain relief. A functional test was then performed on the returned handpiece. The handpiece was first connected to a calibrated system for priming and tuning. The handpiece was found to display system message (sm) upon tuning. The connector was measured across the high electrode pin to the ground pin which signals continuity between the electrodes. A high resistance was measured, showing initial evidence of a short. The hp¿s freda data was analyzed and revealed intermittent tuning failures. Upon opening up the handpiece, moisture ingress within the electrode chamber was found, proving shorting of the electrodes based on the information obtained, the root cause of the reported event can be attributed to moisture ingress causing a measurable resistance from the high electrode to ground. However, how this moisture entered the handpiece remains inconclusive. (B)(4).